Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was admitted to the hospital after the clinic found high threshold and an excessive number of noise episodes on the lead. The hospital was not concerned with the issue and patient was discharged. The lead remains implanted.